Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the silicone segment ballooned reportedly "forcing the door to open." "You can see on this tubing as well that the bulging area would have been behind the door on the IV pump." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.